Event description:
It was reported to physio-control that the customer, a (B)(4), was inspecting the device for a service indicator when they observed that the device was rebooting by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control contacted the customer, a (B)(4), and was advised that after they cleared the device's memory, which cleared the service indicator, they were unable to duplicate the reported failure. The device powered on and did not reboot by itself during testing. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.